Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit an informed that arrived on site on (B)(6) 2021 and confirmed "display has a lot of lines on it." Spoke with biomed and confirmed reported complaint. Replaced faulty display and completed full pm, safety, calibration, and functionality checks. All checks passed to factory specifications. The fse allowed the device to burn in for 48hrs to confirm effectiveness of repair and will follow up with biomed. On 7/12/2021, the fse followed up with biomed - unit has been 'on' on standby mode for 48hrs. And display is legible. Device is functioning in accordance with factory specifications at this time and was cleared for clinical use. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) is displaying a lot of lines on it. There was no patient involvement, and no adverse event reported.